Event description:
A report was received that the patient had a problem with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing difficulty charging due to weight loss. It was noted that the patient lost a lot of weight and the ipg was tilted and became too superficial to charge. Weight loss was not device related. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had a problem with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had a problem with the ipg. The patient will undergo a revision procedure.